Event description:
Boston scientific received information that the patient with this right ventricular lead experienced a syncopal episode. Upon device interrogation, the right ventricular lead exhibited impedances greater than 3,000 ohms and loss of capture. The lead was reprogrammed to unipolar configuration in which, the pacing impedances were 700 ohms. A chest x-ray was performed which revealed no lead damage and the lead was fully inserted indicating a complete connection. The next day, a revision procedure was performed. As the competitor's device was removed from the pocket, it was confirmed that the right ventricular lead had been fully connected to the device. It was attempted to explant the lead, however, the lead could not be removed and was surgically abandoned. A new right ventricular lead was implanted on the same side. A lead fracture was suspected around the subclavian area as the lead likely had stress at this site. The revision procedure was successfully completed. No additional adverse patient effects were reported. One week post procedure, the patient condition was good and no anomalies were found.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.